Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also confirmed an alternate method of insulin therapy is available.